Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device "motor burned out" during surgery. It is known that device was being used during surgery, but no patient or user injury occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.